Manufacturer narrative:
Age or date of birth, sex, weight, ethnicity, race: unk. Date of event: unk. Relevant tests/laboratory data: unk. Device manufacture date: unk. Claim# (B)(4).

Event description:
The reporter indicated unknown lens models pending explant in both eyes due to low vault. The lenses remain implanted. Attempts to gain more information have been unsuccessful.